Event description:
The advocate stated the customer received a blood glucose reading of 221 mg/dl from his contour meter and a reading of 84 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's test strips at the time of this call, so it was not possible to troubleshoot or obtain product information. Customer service attempted to contact the customer after the initial call, but he could not be reached. It does not appear that any product will be returned at this time.